Manufacturer narrative:
The reported complaint was confirmed by clinical review and log analysis. Log analysis times mentioned are in 24 hour format. Log analysis shows a perfusion screen opened at 06:52. At 11:32 the level system is turned off. At 11:47 the abd signals an air alarm. 3 seconds later the abd is turned off. After this occurrence, level sensors report uncoupled and re-coupled. Roughly 30 minutes later the abd sensor shows a self test failure (unplugged) then cleared (reconnected). At 12:29 the level and air detect systems are reactivated. The event at 11:47 is a strong candidate as to when the complaint event occurred. There are no messages in the logs that indicate a malfunction or operating anomaly with the system 1. No device was returned for lab analysis. Root cause is categorized as ¿user error¿ because the user appears to have let the reservoir empty. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per the clinical review on (B)(6) 2015: the risk manager (rm) now states that the venous reservoir was drained accidentally during cardiopulmonary bypass procedure (cpb), but was not due to malfunction of system-1 or any other manufacturer product. The air never reached the patient, according to the rm, and there was no harm observed. The cpb would have been stopped and the air removed and then cpb would be re-initiated. This would delay the procedure, and a time off cpb of about two minutes is estimated. The procedure was completed successfully and no blood loss was reported.

Manufacturer narrative:
(B)(4). Manufacturer clinical services spoke to the head operating room (o/r) nurse and he indicated that they did not think it was a pump issue. The disposables are still attached to the system-1. The field service representative (fsr) was unable to verify any discrepancy with the level and air bubble detector (abd) detection systems. The fsr performed functional and release testing and downloaded the data logs for further evaluation. The unit operated to manufacturer specifications and was returned to clinical use. Note: the fsr was unable to perform leakage testing for electrical safety as several outlets in clinical engineering displayed an "open ground" on his safety analyzer (possibly on a ground isolation system).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardiotomy reservoir was emptied and air was pumped through the bypass circuit; up to and possibly including the patient. No other details regarding the nature of this event were provided.